Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and a distal dissection occurred. The stent was deployed and a second stent was deployed distally to repair the dissection. Pt status is listed as "okay".